Event description:
The event is reported as: the customer alleges that prior to a procedure, during testing, the cuff was observed not retaining air pressure. The reported defect was found prior to use.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.